Event description:
A report was received from the field alleging a laryngoscope was damaged by the sterrad unit. The initial information received was limited and to date additional details for this event have not been received despite multiple investigational attempts.

Manufacturer narrative:
(B)(4). Damaged device. Any additional information received will be submitted within the applicable time frame.